Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data synchronization failure and failed to get data from the server. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data synchronization failure and failed to get data from the server. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) attempted a remote fix; however, it was unsuccessful due to an inability to connect to the server to perform data synchronization. The fse stated that an on site visit is required for further troubleshooting and a possible system reimage. A technical support specialist (tss) confirmed that the field service engineer (fse) advised that a known issue from the information technology (it) teams end. The system functioned as intended after the technical support specialist investigated the issue.